Event description:
It was reported that the first stapler did not fire staples. The user had different tactile feedback to normal. The second stapler fired but again tactile feedback was different to normal. There was no pt consequence.